Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo, chronic totally occluded lesion in the mid circumflex with mild calcification, a 3.0x12 rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy. Reportedly, pre-dilatation was not performed prior to advancing the sds. When the sds was withdrawn resistance was felt with the patient anatomy but no force was applied and the shaft separated into two pieces at the proximal portion of the shaft. The separated distal portion of the sds was simply withdrawn from the patient anatomy without issue. A new 3.0x12 rx xience xpedition sds was implanted to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. Failure to advance could not be replicated in a testing environment due to the condition of the returned device. The difficulty to remove could not be replicated in a testing environment in a testing environment as it was based on operational circumstances. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.